Manufacturer narrative:
An event of valve sizing issue was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that on (B)(6) 2017, an aortic valve replacement was performed. This 23 mm trifecta gt valve was implanted and determined to be the incorrect size. Therefore, it was removed and replaced with a smaller 21 mm trifecta gt valve. Per report, there was no concern or complaint regarding this 23 mm valve.

Event description:
On(B)(6) 2017, a 23 mm trifecta gt valve was implanted. Per report from the abbott patient device tracking medical device registration form, the valve was explanted (date unknown) for an unknown reason. Additional information has been requested.